Manufacturer narrative:
Reference record (B)(4). Health effect impact code was added. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was seen by the physician and was prescribed oral antibiotic flucloxacillin for one week for a stoma site infection. On (B)(6) 2020, a slight ooze was noted and the peg/j tube mobilized well. The patient reported cleaning the stoma site twice per day. Additional information received on 09 apr 2021: the nurse reported that the ooze from the stoma site had not resolved and the patient experienced pain described as constant soreness. The ooze was green with no odor and the stoma site was red with no swelling. The patient's general practitioner had prescribed augmentin and the patient had been treated with courses of oral antibiotics for the past few months. Approximately (B)(6) 2021, the patient was hospitalized over the weekend and treated with unspecified intravenous antibiotics. On (B)(6) 2021, the nurse reported that the patient was discharged from the hospital with no further interventions and no signs of infection. As of (B)(6) 2021, the patient stoma site had ooze but had improved since the intravenous antibiotics and hospital stay.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient was seen by the physician and was prescribed oral antibiotic flucloxacillin for one week for a stoma site infection. On (B)(6) 2020, a slight ooze was noted and the peg/j tube mobilized well. The patient reported cleaning the stoma site twice per day.